Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedure. Cyst formation is a known potential consequence of this device and similar devices. The reported device was returned and evaluated for functional performance and was within the intended functioning of the device. As a result, the report of high iop as well as any device malfunctions could not be confirmed.

Event description:
High iop and cyst formation following implantation.